Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead exhibited ventricular oversensing with pauses in pacing. An invasive investigation noted body fluid within the connector block. The device was explanted. During the explant, this lead was damaged. A new guidant crt-d device and lead were subsequently implanted.